Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The vad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device including death as outlined in the labeling. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
Information was received from the ventricular assist device (vad) nurse at the site that the patient died. No further information was provided with investigation in progress.

Manufacturer narrative:
There were no device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the patient's outcome related to the event include the implant procedure, the patient's past medical history, and related comorbidities. The root cause of the reported event cannot be conclusively determined however there are patient and procedural factors that may have contributed to this event. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.